Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon told us it was not possible to open the jaw of the device. The surgeon succeeded with same like device. The patient is fine. Additional information has been requested, no response has been received to date. A supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results found that the long60 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without difficulties. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.